Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was play in the angulation knob of the evis lucera small intestinal videoscope. Inspection and testing of the returned device detected nozzle with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was play in the up/down angulation knob due to wear of the angulation wire. In addition to foreign material in nozzle, service found following: due to wear of angle wire, bending angle in up direction does not meet the standard value. Bending section cover has a scratch. Adhesive on bending section cover has a chip. Adhesive on bending section cover has white-clouded area. Adhesive around objective lens is peeled. Adhesives around objective lens has white-clouded area. Adhesives around light guide lens has white-clouded area. Plastic distal end-cover has a dent. Connecting tube has a buckling. Connecting tube has a wrinkle. Questionnaire for foreign matter found following: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. The customer did not flush the air/water nozzle with air and water. There were no abnormalities found in the accessories used for preprocessing. The scope was used in the fluoroscopy room (a separate room from the endoscopy room). Therefore, the start of pre-cleaning tends to be delayed. In addition, since there are few cases of use, it is likely that the residue will stick to the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.